Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #ke102, 510k #k123771 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral compression fracture (vcf) and underwent balloon kyphoplasty (bkp) procedure at t9 level. During surgery, the ibt burst. The product came in contact with the patient. The pressure and volume prior to rupture were recorded as being 245 psi and 2.5cc respectively. The procedure was completed successfully with the original product. No patient complications were reported.